Manufacturer narrative:
(B)(4). Initial report sent to FDA on 03/20/2015.

Event description:
Procedure: lap gastric bypass roux-en-y. According to the reporter: the device would not hold the suture for the surgeon to oversew bypass. A new device was opened. There was no unanticipated tissue loss. The incision was not extended by more than one inch. There was no unanticipated blood loss of 500cc or more. Surgery time was not delayed by more than 30 minutes. The suture disengaged into the patient cavity and was retrieved with a grasper. The patient has fully recovered from the procedure with no further complications.

Event description:
Additional information received from the account: the failure occurred during application of the device. The suture disengaged into the patient's cavity and was removed by a grasper. The current patient status is "100%."

Manufacturer narrative:
(B)(4).